Event description:
Per form: an experienced rn attempted to insert this into (B)(6) patient using us. She placed the introducer and threaded the wire in about 4-8 cm and met resistance. Pulled back on wire and as she pulled, wire became thinner and longer (much longer than what was inserted). Wire was removed in interventional radiology and disposed of before risk management was informed. Part of wire is still in patient. Additional information provided to manufacturer (B)(6) 2013: rn was using set and was inserting midline into l basilic vein with ultra sound guidance. After needle was inserted, she started to thread the guidewire and met resistance. Guidewire was only in about 4-8 cms. She then started to remove guidewire and it literally uncoiled while she pulled on it. She got much more out than she put in. She then left it taped to the patient's arm and the patient went to interventional radiology. The radiologist had to cut the wire in segments to remove it. No sections of the wire were kept as the ir team tossed them out. A small portion was still in the patient and the radiologist documented this. The ir radiologist did not feel it needed to be removed.

Manufacturer narrative:
(B)(4). No product was returned; however, a review of complaint history, review of qc, and a review of trends was performed during investigation. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections during manufacturing and again, prior to transport. Per the attached caution label, it is illustrated; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." Without the complaint device a definitive root cause cannot be determined and nothing in the event description suggests a possible cause. In previous complaints we have found possible causes to include damage to the wire guide associated with withdrawal through the needle (per warning label) or other instrument. Less frequently, patient anatomy makes withdrawal of the wire guide difficult resulting in elongation and/or separation when the force exceeds design specification. In the absence of additional information a root cause cannot be determined. We will continue to monitor for similar complaints. Insufficient risk per quality engineering risk analysis.